Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was attempted to be scan with evm(evaluation module) but sensor did not scan. The data was unable to be extracted. Extended investigation was performed and upon visual inspection on the returned sensor no issue was observed. Attempted to extract data using patch reader software and evm (evaluation module) and data was not extracted. The returned sensor was de-cased and pcba(printed circuit board assembly) was inspected and observed corrosion due to liquid ingress around asic (application specific integrated circuit). The pcba (printed circuit board assembly) was cleaned and corrosion was removed from the asic(application specific integrated circuit) area and accuracy test was performed. Sensor was re-flowed to the asic(application specific integrated circuit) chip, and again attempted to re-program sensor, sensor went to state 6(indicating early termination).the sensor was reprogrammed for accuracy testing and the test passed. All results were within specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.